Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-oct-24, additional information was received from a foreign healthcare professional (hcp) via product surveillance registry (psr) update. Additional information received reported the patient was received reported the baclofen dose was "221.01 mcg/day (20 cc 500 mcg/ml)".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-oct-11, additional information was received from a foreign manufacturer representative (rep) via a product surveillance registry (psr) update. Additional information reported the patient was receiving baclofen, 40 mg/day.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, information was received from a foreign healthcare professional (hcp) via product surveillance registry (psr) regarding a patient receiving an unknown drug (unknown dose and concentration) via an implantable pump for an unknown indication for use. On (B)(6) 2017, the patient reported fever and redness (a lot of redness at the wound). There "was an echo that showed that there was no abscess around the pocket of the pump". Laboratory testing was performed and the results found crp = 15.2 mg/l. The patient was noted to be taking antibiotics. The identified clinical diagnosis was skin infection. The pump was explanted and not replaced on (B)(6) 2017. The event resulted in in-patient hospitalization, emergency room visit, urgent care visit and an unscheduled clinic or office visit. The event resolved without sequelae on (B)(6) 2017. The seriousness of the event was listed as "required in-patient or prolonged hospitalization / resulted in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function?" The event was indicated as possibly related to the implant procedure.